Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of device shuts down and displays error message to contact service provider. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center. And observed that the device has problems with the usb connection, when opening the unit it is burned. The customer complaint was reproduced. There was one error code has been identified. The device was scrapped.